Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) was at early elective replacement indicator (eri). Seven months earlier, the patient had a device check. At that time the lead and device functionality was normal and stable. It was noted that there were 9-20 months of battery life left. When the patient presented to the clinic for their most recent device check, the ventricular outputs were set high and capture management was off. Eri had triggered approximately six months prior. The right ventricular (rv) lead was still testing normal. Prior to the change out procedure the physician requested a device interrogation in an attempt to determine when the device had been reprogrammed. Upon interrogation, the rv lead was switched to unipolar pacing and there was no capture. Impedances in both the device and lead were out of normal tolerances. During the replacement procedure the lead was tested through the analyzer and was found to be functioning normally. The lead was connected to the new ipg and everything appeared to be working properly. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.